Event description:
The micro reciprocating saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device serial number was not provided; without the serial number, the device manufactured date cannot be determined. The device is available for eval, but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.